Manufacturer narrative:
Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reports that a patient developed an inflammatory reaction along the surgical site approximately four weeks after thoracic surgery. The patient was returned to surgery, the subcutaneous suture explanted and replaced with a non-absorbable suture product. The surgeon opines that the reaction is related to the suture and the povidone iodine skin prep.